Event description:
On (B)(6) 2012, the lay user/patient¿s mother contacted lifescan (lfs) alleging the patient's onetouch ping meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the patient's mother on (B)(6) 2012 and obtained the following information. The reporter claimed the alleged issue occurred on (B)(6) 2012 at approximately 3:51pm. She claimed that approximately 10 minutes prior to testing the patient who is a minor was "sweating" which the mother stated was indicative of hyperglycemia. The patient reportedly is using novolog insulin through pump therapy to manage her diabetes. She tested the patient at 3:51 and observed a value of "92 mg/dl" which the she said was low based on the patient's symptoms. She retested and less than 1 minute later she observed a value of "301 mg/dl" which she said seemed correct. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient was reportedly given 3 units of novolog immediately after testing at 3:52pm and her symptoms abated thereafter. The reporter informed the mss that she had last tested at approximately 2:50pm that day and her blood glucose result was normal; she could not recall the result obtained and reportedly took her usual basal amount of insulin. No other device was used for testing. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and after retesting the result obtained correlated with the patient's symptoms. There is no evidence the patient received inappropriate treatment due to the alleged issue. However, this complaint is being reported because the alleged the results did not fall within lfs' criteria for precision.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips have passed all testing with no faults found. The subject meter has not yet been returned. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A 510(k) # is k080639.